Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Sw unknown, retainer ring = black. Customer returned pump for an alleged moisture damage/fluid and crack at the back of the pump found on event date (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage pcba 1 / pcba 2 and harness assembly. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and they hear fluid when shaking the insulin pump and not seen fluid under the liquid crystal display. No harm requiring medical intervention was reported. The device will be returned for analysis.